Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system tripping breaker. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that main mcb got tripped due to power issue. Fse also checked the main power to machine and ups power, found no issue but found rcd got tripped due to leakage current from hospital earth connection. To resolve the issue, fse rectified the leaking current. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was tripping a breaker, which can impact booting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.